Event description:
Complaint vs. Gynecare tvt surgery. I had this surgery to correct a bladder problem with the surgical mesh. Within months I was having problems with the mesh poking through into my vagina. After 9 months, I decided to go ahead with a 2nd surgery with the same doctor to correct the problem. The 2nd surgery was performed in 2008. I was told that this was an easy, non-invasive, quick healing procedure to correct my bladder problem. It is now in 2009, and I noticed last month that the mesh is once again poking through into my vagina and it is getting to be a larger area of mesh. This mesh product should be taken off the market - immediately. I have an appointment for a consultation with a 2nd doctor. I am convinced after reading more about the problems with the gynecare tvt that I want this removed from my body. It appears that there may be more problems associated with having it removed. If there is a class action lawsuit against this product, I hope I will be notified in order that I can join the suit. This product has made sexual intimacy very difficult, is painful, and I do not wish to continue to have surgeries on an annual basis to correct an ongoing problem. Diagnosis or reason for use: bladder problem.